Event description:
Reporter alleged the needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing protrudes outside the cap after use. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.